Manufacturer narrative:
Data log files of device (B)(4) for the subject surgery were reviewed for investigation purpose. This review indicated that the reported device crash was due to an unwanted vigilance alarm due to a software design flaw.

Event description:
It was reported that intra-operatively, during the guidance phase, there was a device crash. The device was restarted to pursue surgery.